Event description:
Caller reported experiencing a minimum fill notification while attempting to load a new cartridge into their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge using the proper technique, which successfully resolved the issue, allowing the caller to resume insulin delivery.